Event description:
It was reported the pt experienced soreness/tenderness at his scs ipg pocket site after charging his scs system. The pt was advised of charging methods and to consult with the physician. F/u is pending.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.